Event description:
During a surgical procedure with the da vinci surgical system, unintended motion with a 5mm monopolar electrosurgical instrument was reported to have caused a hematoma. The surgeon removed the 5mm instrument from the da vinci system and replaced it with an 8mm instrument to complete the case. The surgeon stated that the aforementioned incident was a "clinically insignificant event." The incident did not cause serious injury to the pt, did not alter the operation nor compromise the clinical outcome of the case.